Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a cut.

Event description:
Medtronic received a report the tracheal tube cuff would not inflate or deflate. Customer indicated the malfunction was detected prior to patient use. Information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the tracheal tube cuff would not inflate or deflate. Customer indicated the malfunction was detected prior to patient use. Information.